Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i04032, h13i06037, h13k14046, and h13k26065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On that same day, the pt was hospitalized for peritonitis. The cause of the peritonitis event was unknown. Treatment for the event was not reported. In the same month as the onset of peritonitis, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.